Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. (B)(4). Concomitant medical products: item # 00877503602, bioloxâ® delta, ceramic femoral head, lot # 2854775. Item # 00877501036, bioloxâ® delta ceramic taper liner, lot # 2884277. Item # 01.00551.306, fitmor hip stem, lot # 2877006. The event occurred in (B)(6). Reported event was confirmed with the review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the shell taper wear is from the reported liner fracture which has lead to the increased metal debris in the patient system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cup was revised due to metallosis approximately one year post implantation. Attempts have been made, and no further information has been provided.